Event description:
It was reported that within a few days of implant, the nurses noticed that the patient's heart rate was 40 beat per minutes. After evaluation of the leads, it was evident that the right ventricular lead had moved since the threshold went up and the sensing value had dropped. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.